Manufacturer narrative:
After power up, the lcd screen is bright. The user is unable to read what's displayed on the screen. After swapping a known good electrical board onto electrical board, the problem seems to be isolated to electrical board. Unable to perform the displacement, and self tests due to the bright display. Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(6).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose level was unknown. Customer stated that they only see parts of his screen and noticed the issue with the screen. Customer troubleshooting was performed. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and to revert to back up plan. The insulin pump will be returned for analysis.